Event description:
During a percutaneous coronary intervention, physician experienced difficulty inflating the balloon. No information is available at this time regarding the patient demographics, target lesion and vessel attributes or patient history.

Manufacturer narrative:
This device is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.